Manufacturer narrative:
The technician replaced the brake and brake/steer caters to repair the bed.

Event description:
Info received indicates the brake casters will not hold and continue to swivel when in brake.